Event description:
Post- procedure, the epidural catheter was removed from the patient, but the blue tip was found to be missing. A CT scan was ordered, which confirmed the presence of the tip. Subsequently, neurology scheduled the patient for a procedure to remove the tip.